Manufacturer narrative:
Product complaint # ==> (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. Two unopened samples were received for analysis. Product code 8661. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle that pertains to the product 8661h was received for analysis. During the visual inspection of the needle, the swage and attachment area appeared as expected. The barrel hole of the needle was examined under magnification, and no suture remnants were detected. Furthermore, the suture was not returned for evaluation to ascertain the assignable cause. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - were there any adverse consequences associated with the patient? No - when was the thread came off the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient - please provide the source or name of person providing answers to follow-up questions: (B)(6). "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the thread came off the needle. No adverse patient consequences were reported. Additional information was requested.